Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload through an additional trocar added. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal incision.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial (B)(6)); sigmret, sig power sigmret manual retract tool (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal incision.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. There was damage to the laminates and to both of the blowout plates. It was reported that the instrument locked on tissue and was difficult to retract the knife blade. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload through an additional 10 mm trocar that replaced a 5 mm trocar. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal umbilical trocar incision where the powered stapler was inserted.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.